Manufacturer narrative:
H10: the device, intended for use in treatment, was not returned for investigation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could not be established. It was reported that the drill and handpiece had difficulties with homing because the long attachment couldn't fit into the handpiece. The distal end of the handpiece was bent. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum. The material has been changed to stainless steel to increase durability and reduce deformation in the field. However, without the actual device or photos for visual inspection to confirm the color or material of the device, the actual cause of the reported event could not be determined.

Event description:
It was reported that the handpiece could not home because the long attachment could not fit into the handpiece. The device was inspected and was found the distal end of the handpiece was bent. The device was replaced in order to continue with the case. The device was not being used with a patient during the event.